Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The back of the end effector snapped off when changing reamer to cup impactor. Tha case delayed for 10 minutes.

Manufacturer narrative:
Reported event: it was reported that the locking mechanism of the end effector was damaged. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 19380515 and 33 including s/n (B)(4) accepted into final stock on 07/11/2016. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 20696, lot number 19380515 shows 03 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Event description:
The back of the end effector snapped off when changing reamer to cup impactor. Tha case delayed for 10 minutes.